Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 109 mg/dl. Troubleshooting was performed. The customer disconnected and reconnected the tubing and the reservoir. The customer manually pushed the plunger and insulin exited the tubing. The customers was advised to assemble a new infusion set with the current reservoir and push the plunger manually at which time insulin did not exit the tubing. It was determined that there was an occlusion in the reservoir. The customer was advised to connect the current infusion set to a new reservoir and manually push the plunger. Insulin exited the tubing. The reservoir was put back into the pump and manual prime was done and the insulin pump did not alarm no delivery. Nothing further was reported.